Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. As received, the helix was fully extended and within specification.

Event description:
It was reported that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable and asymptomatic.